Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4). Description: linear st lead, 50cm, model#: sc-4318, lot#: 19540149. Description: clik x anchor the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site which caused discomfort. Physician was unaware what cause infection. Antibiotics were prescribed. The patient underwent an explant procedure.